Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ bc shielded IV catheter there was an issue with labeling error. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd insyte autoguard bc shielded IV catheter there was an issue with labeling error. There was no report of injury or medical intervention.

Manufacturer narrative:
DHR review was performed on lot number 8044660; the lot number was built/packaged on afa line 12 from 18feb2018 thru 22feb2018. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. No quality notification were initiated during the build of this lot number. Two photos were submitted for review. The photos displayed the lot number and/or the expiration date and had been cut off. The defect package damaged/defective/other was confirmed based on the evaluation of the submitted photos. Conclusion(s): packaging process: the top web print was not aligned with the bottom pocket.